Manufacturer narrative:
This is a combination product: (B)(4). Full establishment name: (B)(6) clinic. Foreign: event occurred in (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately two (2) weeks ago that the needle of juggerstitch was fractured when the surgeon insert it to meniscus during surgery. The device was discarded at the hospital. Patient did not experience any harm as a result of the event. Attempts have been made and no further information has been provided.